Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: extended opening, yellow particles and a weight test of the explanted material was verified and it was within underweight. Microscopic analysis of the return device identified: a curved striated opening on radius side assessed as surgical damage, nicks with striations assessed as surgical tool scratch like, an extended sharp opening with localized stresses induced in radius side assessed as surgical impact(a dimension measurement in the shell was performed which identify the thickness within specification) and stress marks assessed as non penetrating nicks. Based on the device analysis the final assessment is: a curved striated opening assessed as surgical damage. A sharp opening with localized stresses induced assessed as surgical impact.

Event description:
Physician reported premature rupture. Right side. Device explanted.

Manufacturer narrative:
Reason for reoperation is rupture. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported premature rupture. Right side. Device explanted.